Manufacturer narrative:
.

Event description:
Information received from the patient reported that they looked in the mirror and could tell their implantable neurostimulator (ins) had moved which was painful. Additional information received from the patient stated that the ins site was very painful especially after they did exercise. Further information noted that the patient was to have the ins replaced in 2 weeks. Follow up information received from the patient reported that the circumstance that led up to the ins having moved and was painful was a loss of weight. As steps to resolve the issue the patient turned the device off, went to their doctor who then sent them to a neurosurgeon to schedule replacement of the ins battery and to fix the pocket. The patient was waiting scheduling of the surgery (and cannot use the device until the surgery). The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. If additional information is received, a supplemental report will be submitted.

Event description:
Follow up information received from the patient reported that they first started to experience the ins moving and pain was on (B)(6) 2016. They consulted their pain physician on (B)(6) 2016 and was told the cause of the issue was likely due to some weight loss that resulted in the pocket being too large and the device shifting. The patient was referred to a neurosurgeon (consulted on (B)(6) 2016) where surgery was scheduled for (B)(6) 2016 to resize the pocket and change the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's initial implant was replaced due to a short circuit and it would shock him. Patient stated this replaced happened in spring of 2016. No further complications were reported/anticipated.